Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched keypad overlay, peeling back address label cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the scar tissue caused the no delivery alarms. The customer's mother stated that her daughter was hospitalized but they were out of the insulin pump since (B)(6) 2015. The insulin pump will be returned for analysis.